Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as misaligned insertion, prying, and leveraging the device with excessive force.

Event description:
On 11/05/2025, it was reported by a sales representative via (B)(4) that an ar-1249 nit g-pin. Bio-interf scrw 1.1mm wire broke off at the end inside the patient. This was part of ar-1898s disps kit, trans-tib acl w/o sawbld. This was discovered during an acl reconstruction. The piece was removed and the case was completed with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.